Event description:
It was reported that the threshold on the ventricular lead was high, the impedance was low, and the lead was not pacing. The lead monitor was changed to adaptive/switch on the device. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.